Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to boot up correctly, it powered up consistently with no issues, however it was noted that the power supply was contaminated and it was therefore replaced. Analysis also found that the right side keyboard hinge was broken, the power cord bay assembly was broken, the system fan was noisy and the keyboard was missing screws. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer did not boot up correctly. It was indicated that the programmer had to be switched on and off several times before it would operate normally. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.